Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts). Customer changed the pump supplies to address the issue. No reported impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.